Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery in (B)(6) 2010 (date not specified) to remove skin overgrowth from the abutment.

Manufacturer narrative:
Per patient's surgeon, additional surgery occurred on (B)(6) 2011 to remove skin overgrowth. At the time of surgery a longer abutment was placed. Implanted device remains.